Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally it was reported that the wake button was not working. Customer's blood glucose level ranged from 300-315 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.